Event description:
It was reported that during the procedure the handle detached from the access cannula when removing the stylet and the cannula got stuck in the vertebral body. The cannula was successfully removed using forceps and no incision was made. The procedure was completed successfully, there was no clinically significant delay, and there were no additional adverse consequences to the patient.

Manufacturer narrative:
Device evaluation: we have evaluated the device.

Event description:
It was reported that during the procedure the handle detached from the access cannula when removing the stylet and the cannula got stuck in the vertebral body. The cannula was successfully removed using forceps and no incision was made. The procedure was completed successfully, there was no clinically significant delay, and there were no additional adverse consequences to the patient.